Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room with diaphragmatic stimulation. The device was then found to be in safety mode and it was unable to establish telemetry. As a result, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.